Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized due to high blood glucose levels. The insulin pump alarmed motor error. Troubleshooting was performed. Blood glucose level was 211 mg/dl. Customer stated she did not have a back up plan. Customer was treated with insulin drip. Customer's symptoms are nausea and vomiting. Customer had diabetic ketoacidosis at time of hospitalization. Customer was advised to disconnect from the device. The drive support disk is recessed. Found air bubbles close to reservoir. Time and date are not correct. Customer states the basal rates and bolus wizard settings are correct. Customer had frequent no deliveries and motor error alarms in the device history. Customer does not have a tubing clamp unable to perform high pressure test. Manual prime performed to take out bubbles. Customer was not sure if the device has been exposed to a MRI. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.